Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to their health care facility after receiving shock therapy. Upon device interrogation, it was found the patient received a total of six inappropriate shocks as a result of oversensing the patient's qrs. As a result, therapy was reported to be exhausted. Additionally, it was noted that the r-wave amplitude was initially adequate at the beginning of the stored episode, but then it suddenly became narrow and reduced. The shock impedance was noted to be approximately 120 ohms. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. Subsequently, the device was reprogrammed. Ultimately, the following day, the patient presented to their health care facility again after receiving shock therapy while placing their granddaughter in her car seat. Isometrics and additional troubleshooting measures were taken, but the physician opted to turn the device off at this time with no further action planed at this time. No additional adverse patient effects were reported.